Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was fully mounted onto the device. The stainless steel shaft was bent and broken at 128mm distal to the proximal handle; however, the inner was still intact within the stainless steel shaft. The outer sheath was kinked at the proximal end of the mounted stent and stretched for a distance of 130mm from its proximal end. During a functional analysis, an attempt was made to retract the outer sheath and deploy the stent; however, a restriction was met. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted in the movement of the outer sheath of the proximal end of the shaft after it had been dissected. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label. This device is indicated for the palliative treatment of colonic strictures produced by malignant neoplasms and to relieve large bowel obstruction prior to colectomy in patients with malignant strictures. However, this stent was used for bridge to surgery treatment for a benign tumor. The most probable root cause of this event is user/use error.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the colon of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for the stent placement procedure was as a bridge to surgery for a benign tumor within the descending colon. The patient's anatomy was not torturous. During the procedure, the stent was attempted to be deployed within the colon; however, it could not be released and the metal shaft subsequently broke. The stent was removed from the patient fully constrained on the delivery system and the procedure was completed with a different device. There were no patient complications as a result of this event. The patient was reported to be stable post procedure. Based on the evaluation findings, which indicate that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now a reportable event.